Event description:
It was reported to boston scientific corporation that a uphold was implanted into the patient on (B)(6) 2010. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; pain inter; off vag dis; diff bowel; rec incont; psych; nonsurgical treatments: on (B)(6) 2010 the patient commenced pain medication: panadol/ibuprofen for the treatment of: pain. On (B)(6) 2006 the patient commenced psychological medication: volost for the treatment of: 150mg per night. On (B)(6) 2010 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2010 the patient commenced topical treatment (including oestrogen cream): anti-thrush cream.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.